Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a headache and CT indicated an embolic stroke at "the back of the head." The patient was on warfarin and asa at the time.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported embolic stroke could not be conclusively determined. The instructions for use lists stroke as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: approximately one year later, a patient update was received. The clinician reported that [at the time of the event], the patient experienced a transient ischemic attack. The patient was admitted for observation; but resolved. The patient had normal lab results and no deviances in blood pressure.